Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that the patient began to develop increased back pain, decreased appetite, and unexplained intermittent fevers after an implant procedure. Additionally, it was reported that there was displacement of the internal fixation device of the vertebrae and the surgery area had become raised and expressed some purulent damage. The patient was admitted to the hospital on (B)(6) 2020 and diagnosed with an infection and inflammatory reaction. During the revision, purulent material/drainage was found along the rod tracks and into the screws and four proximal screws were found to be grossly loose. The patient underwent irrigation and debridement and had a wound vac placed. The patient was reported to have experienced a dural tear in the lumbar region which was repaired intraoperatively. Following the revision, the patient was found to have acute posthemorrhagic anemia and also developed contact dermatitis at the spinal incision. The patient was given IV antibiotics for six weeks and later transitioned to oral antibiotics. Additionally, the patient experienced edema and atelectasis. Following revision, the patient was found to have residual thoracic dextroscoliosis and localized kyphosis at the thoracolumbar region. Patient is now in a brace and awaiting a final fusion.

Manufacturer narrative:
Device history records: a review of the device history record (DHR) confirmed the device met all quality inspections and specifications prior to release.

Event description:
Additional information was provided.